Event description:
Reported as 'they had a leaky port last week on a pt who kept losing 1cc of fluid per month. They took this port out and replaced it to find that the cover over the actual silicone needle injection site had lifted."

Manufacturer narrative:
Taper - unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been rec'd by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Inamed has not rec'd the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."